Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for repair. During inspection, technician found damaged and broken blades leading to motor blockage, and security lock defective. Device failed temperature, sound, and rpm testings. Hose, blade, bearings, shaft, locking and stator replaced and device returned.

Event description:
Customer reported: blades broken; motor blocking;